Manufacturer narrative:
The alleged complaint could not be confirmed. Mpo was made aware of this revision from registry data. The patient underwent a revision operations approximately 14 months after the primary operation due to alleged infection. The revised products have not been returned to mpo for investigation, and mpo has not received operative notes or other clinically relevant information to confirm the alleged infection. Review of the device history record (DHR) for the subject manufacturing lots indicates that these products met all established acceptance criteria, including all aspects associated with cleaning, packaging, and sterilization. Furthermore, there were no trends identified for the subject manufacturing lots. These complications are captured within the mpo hip systems package insertmincludes the following as a possible adverse effect of total hip arthroplasty: "deep wound infection (early or late) which may necessitate removal of the prosthesis." Without additional information, mpo is unable to provide conclusions regarding the possible source of the infection. There were no trends identified for these product families at the time of this complaint. Mpo will continue to monitor for complain trends.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to infection. Srnjr number: (B)(6). Side: l. Gender: m.